Event description:
It was reported by the patients' attorney that as a result of having the product(s) implanted the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury and will likely undergo corrective surgery.